Manufacturer narrative:
Corrected data: in the initial MDR report the unique identifier (UDI#) was listed as n/a (not applicable). In this report it has been corrected to (B)(4) unknown. The UDI number is unknown because the lot number of the device is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. Unique identifier (UDI#): not applicable, as the lot number of the device was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss/suction break at the very end of the treatment with an intralase patient interface (pi) after the laser fired. The doctor retreated patient at the same depth, but with pocket off and the surgery was completed with the same pi with no adverse event issues. One procedure was lost.